Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient eventually got hospitalized on (B)(6) 2024 due to diabetes ketoacidosis. The glucose level was around 500 mg/dl and the patient was treated with pump and manual injection. No further information available.